Event description:
It was reported that during a follow-up visit the physician decided to reposition the lead due to high thresholds. The lead was placed in the right ventricle. The measured data were within range.

Manufacturer narrative:
Na